Event description:
Clinical rationale: an impella 5.5 device was inserted via the right direct surgical approach in a 63-year-old female patient presenting with pccs. The patient¿s medical history included diabetes mellitus (dm) and renal insufficiency. While performing a purge change, the nurse was unable to advance the purge disc into position. A different purge cassette and disc were attempted without success. The aic was then swapped out, and a successful purge changeout was completed. The reported events are mechanical issue, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was successfully maintained.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction : section h6 : the a code has been updated to the correct code which was inadvertently reported incorrectly on the initial report.

Manufacturer narrative:
D6a and d6b should have been left blank. H5 and h8 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.